Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14542, 2938836-2019-14543. It was reported that after leaving the procedure room, the patient had multiple episodes of no capture in the presence of heart block. The patient needed to be externally paced to stabilize. After reentering the procedure room, the no capture event could not be recreated. The physician elected to replace the entire system just to be safe. The system was explanted and replaced. The patient left in stable condition.